Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the insulin did not exit during plunger push. The customer stated that the insulin pump alarmed no delivery while filling the tubing. The reservoir will not be returned for analysis.